Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an radiofrequency procedure, hypotension occurred after the transeptal puncture. An echocardiogram confirmed a pericardial effusion was present. Pericardiocentesis was performed. The case outcome is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Incoming information indicated that the case was aborted.